Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small and a hemostatic valve separation occurred. Before left atrial (la) mapping, when the catheter was inserted into the sheath, dropout of hemostatic valve occurred, and reverse blood occurred. The sheath was changed. It was unknown whether the hemostatic valve had dropped into the hub. It was unknown whether the hemostatic valve was broken or not. The procedure was completed without patient's consequence. Additional information received indicated damage was observed, however, the specific section broke/separated was unknown. The hemostatic valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Patient hemodynamics were not compromised due to bleeding. A few drops, but the exact amount is unknown. No medical intervention was required to stop the bleeding.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small and a hemostatic valve separation occurred. Before left atrial (la) mapping, when the catheter was inserted into the sheath, dropout of hemostatic valve occurred, and reverse blood occurred. The sheath was changed. It was unknown whether the hemostatic valve had dropped into the hub. It was unknown whether the hemostatic valve was broken or not. The procedure was completed without patient's consequence. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 30-june-22, additional information was received clarifying that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿small was being used on the patient at the time of the product malfunction. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. On 7-jul-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).